Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an integrity rx coronary bare metal stent to treat a lesion. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray.the device was inspected and negative prep was performed with no issues.the lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the delivery system catheter was deformed and ruptured. The kink/deformation was noted when loading/advancing the device inside the guide catheter. The stent was not implanted in the patient as a result of the issue. The patient is well.

Manufacturer narrative:
Image review: the images capture multiple balloon inflations in the distal rca. A device is visible in the guide catheter; however it was not possible to determine if this was the integrity device. There are no images capturing deformation to the device. Subsequent images capture further ballooning in the vessel. Additional information: this issue was noted before the device reached the coronary. If information is provided in the future, a supplemental report will be issued.